Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). Device evaluation: fibers/particles were observed on the lens piece which is related to the handling of the unit in a non-sterile environment. Residues of viscoelastic were also observed on the lens which indicates that the unit was handled and prepared for surgical use. One part of the lens was observed broken and without haptic. The broken piece and haptic was not returned. The other haptic was observed slightly distorted. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the leading haptic broke during intraocular lens (iol) insertion into the eye. The wound was enlarged. A suture was used. Another iol was implanted. No additional information was provided to abbott medical optics.